Event description:
The customer reported that the system had lost software recognition. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the software. The system operates as intended.